Event description:
It was reported that the sheath kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24 mm watchman flx pro closure device and delivery system (wds) were selected to be used. During the procedure the physician repositioned a 27 mm watchman flx pro laa closure device (wds) three (3) times, but the device was proximal. The physician used proper technique unsheathing to flx ball and resheathing to recapture for each deployment. The physician decided to remove the 27 mm wds and try a 24 mm wds. The physician deployed the 24 mm device, there was a shoulder so he resheathed the device to recapture. At this time it was noticed a kink on the was sheath. The physician decided to proceed with this was sheath and deploy the 24 mm device one (1) time. The closure device met position, anchor, size and seal (pass) criteria and the physician released the device. There were no patient complications.

Event description:
It was reported that the sheath kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro closure device & delivery system (wds) were selected to be used. During the procedure the physician repositioned a 27mm watchman flx pro laa closure device (wds) three (3) times, but the device was proximal. The physician used proper technique unsheathing to flx ball and resheathing to recapture for each deployment. The physician decided to remove the 27mm wds and try a 24mm wds. The physician deployed the 24mm device, there was a shoulder so he resheathed the device to recapture. At this time it was noticed a kink on the was sheath. The physician decided to proceed with this was sheath and deploy the 24mm device one (1) time. The closure device met position, anchor, size and seal (pass) criteria and the physician released the device. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: a watchman fxd curve access system (was) was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed the sheath was kinked. Microscopic examination revealed damage occurred as a result of factors encountered during the procedure. Product and media analysis confirmed the reported event as the sheath was kinked. There was no other damage or defect found. The observed damage was attributed to procedural factors due to the forces that are put upon the device during insertion, advancing, and manipulation.